Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.

Manufacturer narrative:
The customer reported their AED displayed service code warning for error code (error_none =1) , indicating the cause may be battery depleting due to failure to address red asi. The maintenance schedule is reported as monthly. The customer inserted a new battery pack and cleared the service code warning. The AED functioned as designed and the AED is okay to remain in service. Advised the customer to properly dispose of the original battery pack, leave the replacement battery pack in the AED, monitor the device, and reviewed proper maintenance. The IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.